Manufacturer narrative:
A supplemental report is being submitted to correct the details of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vad exhibited above normal power consumption and did not exhibit below normal power consumption.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 7/feb/2023 at 00:02:08, on 8/feb/2023 at 07:19:34, on 9/feb/2023 at 08:39:50, on 11/feb/2023 at 00:07:12, on 7/mar/2023 at 20:03:39, on 10/mar/2023 at 11:39:01, on 12/mar/2023 at 08:56:34, on 15/mar/2023 at 16:17:33, 19/mar/2023 at 16:11:19 and at 16:11:37, 22/mar/2023 at 15:17:06, 01/apr/2023 at 05:29:56, on 05/apr/2023 at 10:08:39 and at 17:38:18, 11/apr/2023 at 00:55:15, on 14/apr/2023 at 13:39:08, on 15/apr/2023 at 10:42:03, on 20/apr/2023 at 23:12:41, 24/apr/2023 at 17:44:56, on 12/may/2023 at 05:31:58, 14/may/2023 at 16:59:12, on 19/may/2023 at 10:55:39, on 21/may/2023 at 18:57:28, on 25/may/2023 at 17:19:35, on 01/jun/2023 at 02:14:49 and at 09:40:50, on 6/jun/2023 at 01:16:36 and at 01:21:21, in which the motor start parameters were atypical. Additionally, log file analysis revealed consistent increases in power consumption to parameters above the normal operating range within the analyzed period. However, no high watt alarms were logged. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the above normal power consumpt ion event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5.desc evt problem & h11: additional products additional products: d1: heartware ventricular assist system -controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2019 / serial#: (B)(6). D9: no. H3: no. H4: mfg date: 15-jan-2018. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was not admitted to the hospital during the time of the numerous motor start events, and did not exhibit confusion or neuro deficits that could explain the power source management. The patient did admit to sometimes accidentally double disconnecting the power sources but had not done it in a while. Re-education regarding power source management for the patient was recommended.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise of the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed sixty (60) controller power up events with associated pump start events logged between 04/feb/2023 and 03/apr/2024, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available for analysis. The controller was without power for an average of seventeen (17) seconds per loss of power. Additionally, log file analysis revealed motor start events recorded on (B)(6) 2023 at 00:02:08, on (B)(6) 2023 at 07:19:34, on (B)(6) 2023 at 08:39:50, on (B)(6) 2023 at 00:07:12, on (B)(6) 2023 at 20:03:39, on (B)(6) 2023 at 11:39:01, on (B)(6) 2023 at 08:56:34, on (B)(6) 2023 at 16:17:33, (B)(6) 2023 at 16:11:19 and at 16:11:37, (B)(6) 2023 at 15:17:06, (B)(6) 2023 at 05:29:56, on (B)(6) 2023 at 10:08:39 and at 17:38:18, (B)(6) 2023 at 00:55:15, on (B)(6) 2023 at 13:39:08, on (B)(6) 2023 at 10:42:03, on (B)(6) 2023 at 23:12:41, (B)(6) 2023 at 17:44:56, on (B)(6) 2023 at 05:31:58, (B)(6) 2023 at 16:59:12, on (B)(6) 2023 at 1 0:55:39, on (B)(6) 2023 at 18:57:28, on (B)(6) 2023 at 17:19:35, on (B)(6) 2023 at 02:14:49 and at 09:40:50, on (B)(6) 2023 at 01:16:36 and at 01:21:21, in which the motor start parameters were atypical. Furthermore, log file analysis revealed consistent increases in power consumption to parameters above the normal operating range within the analyzed period. However, no high watt alarms were logged. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the above normal power consumption event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources, as described in the event details, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed below normal power and a history of multiple motor start events with parameters outside of the typical range .  The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.